Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user stated that the medbank arrived damaged. Upon inspection by pharmacy staff, the screen was found to be cracked and the back panel dented. They also noticed a burning smell came from the medbank. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.